Event description:
In 2007, at 8:55am, the lay-user/pt contacted lifescan (lfs) alleging the one touch basic meter is power off during use. The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue started on the event date, in the morning. After the pt could not obtained a glucose reading on the reported meter, he developed symptom of sweaty. She was tested on a one touch ultra meter obtaining a result of "75 mg/dl." The pt did not required medical intervention and did not take any action in regards to diabetes treatment as a result of the reported issue. During the troubleshooting session, the pt verified that she changed the meter's battery per the owner's manual, and the battery contacts were in good condition. However, the reported issue was not resolved. This complaint is being reported as MDR reportable because the alleged meter issue was not resolved and the pt claimed she developed symptoms suggestive of hypoglycemic after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.